Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor exhibited error e05 indicating cleaning fluid level was too high. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures complaint an unknow scope that was possibly reprocessed with the subject device in this event, with an incorrect detergent. (Model no. Unknown, serial no. Unknown)

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was able to verify that the float switch sensor was on correctly but kept on getting the error message. The customer was advised not to use the device until repaired. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced parts requested, completed repair checklist, performed electrical safety test, and unit was within specified parameters, completed a full cycle with no problems, olympus software attribute details were confirmed or updated. It was noted, while on sire, the fse noticed customer not using endoquick and were using a blue detergent of some sort. Fse explained to customer that the subject device is only approved to use endoquick, and that they should not use the machine till they get endoquick. Customer stated they will be ordering endoquick. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the customer deviated from the instructions for use during the device reprocessing. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿detergent olympus-validated detergent. Contact olympus to obtain the list of olympus-validated detergents. 2.6 consumable accessories (optional) olympus-validated detergent name: endoquick type: alkaline detergent manufacturer: best sanitizers, inc (B)(6). Remarks:2 l disposable tank endoquick is distributed by olympus america, inc. To obtain endoquick listed above, contact olympus.¿ olympus will continue to monitor field performance for this device.